Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a failed battery test alarm. His blood glucose was 115 mg/dl. He stated that he changed his battery a few days prior and when he took the battery out, it was wet. The failed battery alarm followed and he tried cleaning the compartment. During troubleshooting for failed battery test, the customer stated that there was liquid in the pump and found that battery compartment was corroded. They were advised that the pump would need to be replaced and to revert to a backup plan per their healthcare provider's instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on up arrow. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, slightly stained end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly.